Event description:
The customer claims that the over-the-mattress sensor pad does not trigger the alarm. The alarm unit model # 8350 works perfectly with another sensor pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).